Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin; fluid was found to exit the fluid path with no signs of struggle. The formed needle was visible in the exposed portion of the soft cannula, and score marks were found on the underside of the top housing to indicate interference between the linkage assembly and top housing. Close inspection of the needle mechanism components found that the mechanism rails were bent and skewed, causing a failure of the needle mechanism to retract the formed needle as intended. These damages did not affect the device's ability to deliver insulin. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 312 mg/dl while wearing the pod for less than 1 hour on the leg. The pod was then removed.